Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set fell off during use on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received correction injection via multiple daily injection (mdi) and drank water. The infusion set was in use for one and half days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.